Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that during revision, the liner did not seat after using the 32mm liner impactor. The liner became wedged in the cup. An attempt to remove the liner with an osteotome did not work and the use of a screw was used to dislodge the liner. A second attempt to implant a 28mm 10 degree series ii liner was successful.